Event description:
I¿m not even sure exactly when I started having signs and symptoms of breast implant illness (bii) after having a breast augmentation (B)(6) 2008, but it was pretty quick. With psoriasis and eczema to begin with that I remember. My health has just kept declining since, the last year has been the worst with at least the past four months bed ridden due to brain fog, excruciating joint pain and burning and chronic fatigue. Inflammation is so bad when I went to a chiropractor in late (B)(6)/early (B)(6) 2018 he said I have the worst inflammation he¿s seen, since (B)(6) 2018 I¿ve gained 35 lbs and still gaining. After my first week going to the chiropractor I fell down my stairs because of vertigo and visual disturbances. I have around 50 symptoms of breast implant illness, probably more but I¿ve never been tested for anything besides the obvious. My breasts hurt to the touch and it¿s hard to get my grandkids adjusted comfortably on my lap without a lot of pain. My whole body is very sensitive to touch. My face is such a mess with eczema and sores I don¿t want to go anywhere, or be seen by anyone. I cannot afford an explant even though we¿ve been trying to come up with the money the past two years since I found out about breast implant illness. Life circumstances keeps getting in the way of being able to save and insurance won¿t cover an explant which is sad. Too many women are getting very ill and even death due to breast implants. Implants need to be pulled immediately.